Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that an administration set¿s spike ¿looks curvy¿. This malfunction was identified prior to use. There was no patient involvement. No additional information is available.